Manufacturer narrative:
The reporter informed the company that the product had been discarded.

Event description:
Consumer called and stated that the metal shaft on the handle and the brush head broke while he/she was brushing. No injury was reported.